Event description:
Medtronic received a report that the physician said that the device looked frayed and didn¿t appear to be open fully distally, he then removed the device in the micro catheter. The patient was undergoing surgery for treatment of a saccular, unruptured internal carotid artery (ica) aneurysm. The landing zone was 4mm at the distal end and 4.2mm at the proximal end. It was noted the patient's vessel tortuosity was moderate. It was reported that the device failed to open in the distal section. The pipeline was not positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed from the patient with the microcatheter. When a new device was put in, the result was acceptable. The pipeline was used for an indication that is approved (on-label). The pipeline and any accessory devices were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: ¿ as found condition: the pipeline flex shield braid was returned inside of a biohazard bag and a shipping box. There was no pushwire returned with the braid. ¿ damage location details: the distal and proximal ends of the braid were opened and frayed. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion: based on the returned device, the pipeline flex shield was not confirmed to have failure to open at the distal end as the distal and proximal ends of the braid were opened and frayed. However, the root cause and cause for damage could not be determined. Possible cause includes damaged braid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.